Event description:
Additional information was received that approximately 7 years and 2 months following the valve implant, the transcatheter aortic valve replacement procedure was performed.

Manufacturer narrative:
Updated data: b5 d6a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device expiration date, serial number, and UDI number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a patient with an existing 21mm non-medtronic (abbott trifecta) valve implanted in 2011 and a degenerated 23mm medtronic evolut r valve implanted in 2017, the patient underwent a transcatheter aortic valve replacement. Per the physician, this was a high-risk intervention and the patient had a diameter less than 16mm. During the procedure, implant was attempted with a 20mm non-medtronic (edwards) valve. However, the patient died during the procedure. No further information was provided. Additional information was received to report per the physician, the cause of death was unclear; however, it was likely due to a coronary occlusion - a result from the placement of stents for a chimney technique. The physician further noted the medtronic valve can be excluded as a contributing factor to the patient's death.

Event description:
It was reported a patient with an existing 21mm non-medtronic (abbott trifecta) valve implanted in 2011 and a degenerated 23mm medtronic evolut r valve implanted in 2017, the patient underwent a transcatheter aortic valve replacement. Per the physician, this was a high-risk intervention and the patient had a diameter less than 16mm. During the procedure, implant was attempted with a 20mm non-medtronic (edwards) valve. However, the patient died during the procedure. No further information was provided.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: non-medtronic - abbott brand name: 21mm trifecta valve (serial: unknown); implant date: 2011 non-medtronic - edwards brand name: 20mm valve (serial: unknown); implant date: attempted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.